Manufacturer narrative:
Polarxfit catheter was evaluated by boston scientific. Visual inspection noted that there was no visible blood inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field and passed all testing. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. The polarx did not trigger any blood detection errors. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The "cause traced to device design" conclusion code was selected based on analysis of the returned product. Analysis found the outer balloon blood detect wires were crossed over. The allegation of a blood detection error was confirmed, however, there was no breach in the catheter and no blood ingress. The blood detections wires inappropriately made contact and triggered a false error.

Event description:
It was reported that during an atrial fibrillation procedure a polarxfit was selected for use. After the second ablation blood has ingress the catheter. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during an atrial fibrillation procedure a polarxfit was selected for use. After the second ablation blood has ingress the catheter. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.